Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a procedure performed on (B)(6) 2021. When attempting to release the clip, it did not work and it was impossible to achieve hemostasis with this device. It was reported that the clinical consequence was the use of another medical device. No patient complications have been reported due to this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
(B)(6) the device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a procedure performed on october 20, 2021. When attempting to release the clip, it did not work and it was impossible to achieve hemostasis with this device. It was reported that the clinical consequence was the use of another medical device. No patient complications have been reported due to this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Block h6: medical device problem code a15 captures the reportable event of clip unable to release from catheter. Block h10: investigation results. The returned resolution 360 clip device was analyzed, and a visual evaluation noted that the clip assembly was returned attached to the device with the clip arms opened. Microscopic examination was performed and it was found that the control wire was disconnected from the spool. Additionally, the control wire looks like it was not correctly crimped into the crimp sleeve. Functional evaluation was performed and it was observed that there was no connection between the handle and the clip assembly. No other problems with the device were noted. The reported event was confirmed. Investigation found that the control wire was disconnected from the handle which can cause the handle to lose connection, causing the control wire to release from the catheter. This action can also caused that the physician was not able to perform the first activation keeping the clip arms to remained closed. Additionally, the control wire looks like it was not correctly crimped into the crimp sleeve. An investigation to address this problem is in progress. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.